Event description:
During a ptca procedure, the guide wire became stuck while torquing the device. When the device was removed, the guide wire tip was stretched. Reportedly, the guide wire was not broken; however, the guide wire was returned with the core separated.